Event description:
In 2006, doctor reported an apogee sling erosion into the rectum. The doctor is planning to repair the erosion. Add'l info received on 5/3/06, indicates that in 2006, the colorectal repair surgery was done, and pt is cured.